Event description:
It was reported that the customer experienced difficulty during use. If they place the child in the left prone position, the ventilator sounds in ventilation occlusion. The ventilation curve shows that the child is under-ventilated, despite an adapted position (probe not angled, child's head in the right axis). This requires the head to be positioned during care (dorsal decubitus) to ensure approximate ventilation. Positioning the child in the right prone position poses no problem. Ventilation is guaranteed and effective. The customer has said that the device is not available for return as the probe is still in place on the patient. Desaturation of the child was observed, as well as a slowing of the heart rate and an increase in transcutaneous capnia. This resulted in significant destabilization for a 600-gram child.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.